Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("migration of the device") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included axotal (fioricet), biotin, duloxetine hydrochloride (cymbalta), fexofenadine (allegra), multivitamins and plain (multi vitamin). On (B)(6) 2007, the patient had essure inserted. On the same day, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), migraine ("migraines"), osteoarthritis ("osteoarthritis"), weight increased ("weight gain") and medical device pain ("pain from the device"). The patient was treated with surgery (hysterectomy scheduled to remove fallopian tubes, uterus and cervix). At the time of the report, the device dislocation, migraine, osteoarthritis, weight increased and medical device pain outcome was unknown. The reporter considered device dislocation, medical device pain, migraine, osteoarthritis and weight increased to be related to essure. The reporter commented: the seriousness criterion "required intervention" was reported, but not specified or assigned to one of the events. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.